Event description:
The company was informed that the patient reportedly experienced temporary facial paralysis following initial implantation. The patient was treated with steroid and anti-viral medication: valacyclovir (1 gram 3 times per day for 21 days and then 2 times per day) and medrol dose pack.